Manufacturer narrative:
A medtronic representative, following up with the site, reported that the site was unable to specify which surgery this issue occurred in and therefore no additional infomration is available.

Manufacturer narrative:
Patient information was requested multiple times from the site, but was not provided. A new monitor and computer were sent to the site for issue resolution. It was determined upon part replacement that the issue was caused by the monitor, not the computer. After monitor replacement, no further issues reported. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Suspect monitor has not been received back for evaluation.

Event description:
A medtronic representative reported that the system becomes unresponsive/screen goes black every 5-10 min and after 2-5 seconds it's back to normal operation until next unresponsive/black screen. No harm to patient reported.